Event description:
It was reported that during a lap gastric bypass procedure, the device would not open upon completing the firing cycle. The manual release did not open the instrument. The surgeon used a different device and stapled below this area to remove the long60 and tissue. Oversewed this closure with suture. A second long60 was opened to create the gastrojejunostomy and on the second firing, it was difficult to open, but did so after repeated use of the manual release. Case was completed with another device. Event added more time to the case, but pt is fine.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.